Event description:
It was reported that the patient experienced pain and discomfort after the trial leads was hooked at the doorknob and was pulled. The patient was not doing well and the patient was sent to the emergency room to be evaluated for potential infection or hematoma. The patient underwent a lead removal and was hospitalized. The removed leads were not returned as they were disposed by the medical facility.

Event description:
It was reported that the patient experienced pain and discomfort after the trial leads was hooked at the doorknob and was pulled. The patient was not doing well and the patient was sent to the emergency room to be evaluated for potential infection or hematoma. The patient underwent a lead removal and was hospitalized. The removed leads were not returned as they were disposed by the medical facility. Additional information was received that the patient had an infection, however, hematoma was not confirmed. The patient had an abscess that had been treated. The patient was given antibiotics and infection was resolved.